Event description:
It was reported that multiple cartridges were loose and did not fit onto the pump. Ultimately, customer reverted to an alternate method of insulin therapy. The customers blood glucose level 246 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.